Manufacturer narrative:
The returned system controller, was connected to a test power module 14 volt patient cable, test power module, and test system monitor. The system controller was powered on and the display screen indicated ¿charging¿ as expected. The data log file was successfully retrieved and it contained approximately 4 days of events from (B)(6) 2013 to (B)(6) 2013. The system controller recorded a power cable disconnect alarm on (B)(6) 2013 consistent with the reported event. No other significant events were recorded in the log file. The system controller was connected to a heartmate ii test pump connected to a mock circulatory loop and the system controller began operating at 9400 rpm with no alarms active. The green pump running indicator illuminated as expected. A self test was performed and the system controller passed. The black and white power cables were manipulated and the system continued to function appropriately. The black and white power cables were independently disconnected and the system functioned as expected supported solely by either cable. The display screen on the system controller indicated ¿connect power¿ with a duration that is expected for both cables. Both power cables were disconnected and the system continued to operate supported by the internal 11 volt lithium-ion backup battery. All expected alarm conditions were active, including the ¿no external power¿ alarm. The black and white power cables were reconnected and all alarms cleared. The system controller was left to operate a mock circulatory system overnight with no adverse events or alarms noted. The system controller was determined to function as intended throughout the evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's bedside nurse was unable to check pump parameters from the pt's system controller. The pt was connected to the system monitor and the parameters displayed on the screen were within normal limits. The pump sounds auscultated. The nurse stated that the pump running symbol was not illuminated on the system controller and the display screen remained blank when the display button was depressed. The nurse was also unable to perform self-test. The manufacturer's clinical specialist instructed the vad coordinator to have the nurse create a power cable disconnect alarm by disconnecting the black power lead, and the alarm occurred appropriately and system controller illuminated. The nurse stated that the system controller was functioning appropriately after that, and the self-test was successfully performed and the parameters were displayed. The pt's system controller was exchanged. The pt remains ongoing.

Manufacturer narrative:
The system controller was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.